Event description:
It was reported that the distal end of the pipeline was not fully opened during deployment and a balloon was required to get full wall opposition. No pt injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).